Manufacturer narrative:
Faulty nut in actuator.

Event description:
It was reported by service report that the foot end of the bed is drifting. No patient involvement or adverse consequences are reported.